Event description:
It is reported that the pt is experiencing episodes where her right hip begins to ache while sitting. Standing up makes it feel better. She also hears a distinct clunking sound from her hip.

Manufacturer narrative:
This report will be amended when our investigation is complete.